Manufacturer narrative:
(B)(4)

Event description:
This ra lead was explanted and replaced due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the connector was not returned. The visual inspection of the returned fragment revealed that the insulation was, apart from the present fragmentation, free of breaches. The proximal fragment including the connector was not returned. Thus the electrical analysis was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.